Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending artery with mild calcification. The 2.0 x 20 mm mini trek balloon was advanced to the lesion and inflated, but the balloon would not inflate. The mini trek was removed from the patient, and attempted to be inflated outside the patient anatomy, but could not be inflated. Another balloon was used to complete the procedure. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: pilot 50. Inflation: medtronic. Guide cath: ebu 3.5 6f. Sheath: 6f. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the mini trek noted blood visible on the shaft and in the inflation lumen and guide wire lumen, consistent with a leak while in the patient anatomy. There was contrast on the shaft and in the inflation lumen, consistent with preparation. The balloon was tightly folded. There was a kink in the hypotube 2.8 centimeters distal to the strain relief tubing and a bend in the hypotube and strain relief tubing 1cm distal to the distal end of the hub. The hypotube separated at the location of the kink due to handling. A luer was attached to the separated hypotube and a new indeflator filled with water was used in an attempt to pressurize the balloon but fluid would not advance through the bent fracture face of the separated hypotube. The distal shaft was cut and the luer was attached to the shaft and an attempt was made to pressurize the balloon but fluid would not advance through the shaft. The balloon catheter will be left pressurized to attempt to pressurize the balloon catheter. After being left pressurized overnight, fluid leaked out a hole in the balloon at the distal edge of the proximal balloon marker. Factors that may contribute to a tear in the balloon include, but are not limited to, manufacturing, handling of the product during preparation/use, and/or interaction with the lesion/anatomy and/or guiding catheter/guide wire. To help ensure that this damage is not the result of manufacturing, all products are 100% visually inspected for damage, including at the point where the protective sheath is placed over the balloon. Additionally, all products are 100% leak tested prior to packaging and a sampling of units is destructively tested to verify the rated burst pressure (rbp) prior to release. There was no report of any leak or damage to the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use and that a product deficiency did not contribute to the difficulties experienced during the procedure. It is likely that the balloon material was damaged (scratched) during interactions with the mildly calcified lesion, resulting in the reported inflation difficulties. Additional handling during packing for return analysis likely contributed to the noted bends and kinks in the hyptoube as they do not appear to have contributed to the reported difficulties. The analysis of the returned device did not indicate any evidence of a product quality deficiency. A review of the device lot history record for the reported lot revealed no associated nonconformance material records, indicating all lot release met specification. Additionally, a query of the complaint handling database for the reported lot revealed no other incidents. There is no indication of a lot specific product quality deficiency.